Event description:
It was reported by repair work order that the lifts were intermittent due the damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.